Event description:
Right breast prosthesis ruptured and silicone present in close proximity to skin. Breast had become quite firm and uncomfortable. Exchange of right breast prosthesis with total capsulectomy and reinsertion of saline-filled breast prosthesis were performed on 5/3/96.